Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles in device. There was no report of serious or permanent harm or injury. The device was returned to a third-party service center. The technician confirmed no particles in the air path during the device evaluation. The third-party service center concludes that they (could/couldn't) confirm the customer's allegation. The device was corrected. During evaluation there were secondary findings and multiple errors observed.

Manufacturer narrative:
In previous report, the manufacturer reported incorrect information in box b. The following correction has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles in device. There was no report of serious or permanent harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no particles in air path. During the evaluation, dust and secondary findings was observed. There was 29 error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and unit corrected. Box h was updated in this report.